Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date is based on the customer reporting he was hospitalized 3 days to a week prior to a contacting abbott diabetes care. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter showed a zero when he put his blood on the test strip and at other times it would not turn on at all, noting he received the meter in may and that it never worked since having received it. He further reported he was hospitalized for a blood clot and his meter not working three days to a week prior to calling adc customer service on (B)(6) 2015 . During his hospitalization his blood sugar went up, "he could not speak well at all," and he experienced a seizure. Customer was treated with unspecified medications for the blood clot and to control his hyperglycemia. There was no report of death or permanent injury associated with this event.